Event description:
Dealer called in and stated that there is a screw that goes on at the end of the arm of the rollator that has a cap that attaches to cover up the screw. Dealer stated the cap often falls off resulting in the consumer being scratched.